Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws were stuck closed on tissue and there was no tissue damage. The surgeon moved the device back and forth until it was able to be released from the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.